Event description:
This is a spontaneous report from a nurse in the USA of peritonitis and drain pain in a female patient coincident with dianeal pd4 ambuflex therapies. On an unknown date, the patient began hemodialysis for end stage renal disease (esrd). On an unknown date in 2012, the patient underwent pd catheter placement. On an unknown date in 2012, the patient began pd catheter flushes with dianeal pd4 ambuflex therapies intraperitoneally (ip), for peritoneal dialysis (pd). The patient never started pd regimen at home. On (B)(6) 2012, pd therapy was attempted using the cycler and was discontinued due to drain pain. On an unreported date, the patient was switched to hemodialysis. During a call with baxter customer service, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the event. During hospitalization, the patient's peritonitis was treated with unspecified antibiotics used to treat gram negative organisms. On (B)(6) 2012, pd therapy was attempted using the cycler (drug unknown) and was discontinued due to drain pain. On (B)(6) 2012, the patient was discharged from the hospital. The outcome of this peritonitis event was unknown. Per the nurse, the peritonitis event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12b28037 and h12f21058 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.